Manufacturer narrative:
The device has been returned and evaluated by product analysis on 22-dec-2017 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the ok keypad button was found to be intermittently responsive. The keypad cover was opened and the ok keypad button contact was observed to be damaged. Unrelated to the original complaint, the battery compartment was found to be cracked above the grip pad to the threads and below the grip pad to the case seal.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the and ok button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.